Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter columbia a syringe adapter set in which a leak was observed in the molded "y-site" of the set. The reported condition was occurred during priming; however, it is not known in which care area this event occurred. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for reported condition of a syringe adapter set in which a leak was observed in the molded "y-site" of the set. The reported condition wasn't confirmed during sample evaluation and the reported set was working within specification for reported condition. The assigned cause of the reported condition is unknown. No repair was required to fix the reported condition. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.